Event description:
The report received associated a bx sonic bare metal stent with a restenosis that was treated with a cypher. The stent was implanted in the proximal circumflex in 2006, date unk. No info regarding the stent, the procedure or the indication for the stent implantation is available. It is not known either if the restenosed stent was completely covered during the revascularization. However, one month after revascularization, the pt experienced another episode of restenosis in the proximal circumflex and was treated with another 3.5mm by 18mm cypher stent.

Manufacturer narrative:
This bare metal stent is not distributed in the united states; however, it is similar to the bare metal stent that is distributed outside the united states. This is one of two products involved in the same pt and reported under mfg number 9616099-2007-01081 and 9616099-2007-01082. Additional info will be submitted within thirty days upon receipt.